Event description:
Healthcare professional reported approximately one week after injection to the midface with juvederm voluma xc pt developed a "pimple under the left cheekbone area" and "squeezed and picked at it." A few days later pt developed "tender, hot, firm swelling of left then right cheek." Pt was treated with ciprofloxacin and symptoms resolved 19 days after injection.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of pimple and tender, hot, firm swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.